Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer was reported that post implantation of an intraocular lens (iol) the patient experienced cloudy vision, needs +1.25 glasses and patient was unable to drive. Additional information has been requested.